Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: could you please confirm if the patient suffer from any consequence due to the issue (breakage suture)? If yes please explain patient consequences. No consequence. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke when closing the abdomen. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.